Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg is inoperable and unable to provide therapy. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped recharging their device per manufacturer guidelines as the patient felt that the charging process gave them anxiety. In turn, the device became inoperable and unable to communicate with external devices.